Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt passed away. The pt was suffering from a gastrointestinal blockage. The pt's scs system had not yet been turned on.